Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "leaking" and "capsular contracture is unknown". Later patient reported "rupture". Later healthcare professional reported "no deflation and the device would be exchanged with no complaint against the device". Afterwards patient reported "deflation and capsular contracture baker grade unknown". This record is for the left side. Device remains implanted.